Manufacturer narrative:
No hardware abnormalities were identified that would have resulted in the reported micro-shock. The results of the investigation were unable to confirm the complaint as the generator functioned as intended during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported micro-shock remains unknown.

Event description:
During device preparation, a low voltage shock occurred. When the ablation cable was disconnected from the pin box, a hospital employee received a micro-shock. There were no visual markings from the shock but he experienced tingling and numbness in his right arm. He was seen in the emergency room and had no intervention. The hospital employee remained in stable condition.